Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be delaminated. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device battery wires are broken. The customer returned the product for the broken battery wires, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.